Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a 36-year-old female patient who had essure (batch no. B9173b) inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (had surgery to remove essure). Essure was removed. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion (B)(6) 2018:pelvic ultrasound:indication: pelvic pain other findings: normal bilateral follicular cysts. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information added. Lot number, laboratory data were added . Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a 36-year-old female patient who had essure (batch no. B9173b-invalid) inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (had surgery to remove essure). Essure was removed. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion (B)(6) 2018:pelvic ultrasound:indication: pelvic pain other findings: normal bilateral follicular cysts. Most recent follow-up information incorporated above includes: on 31-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') and device dislocation ('migration of implant') in a 36-year-old female patient who had essure (batch no. B9173b- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, chronic back pain, degenerative disc disease, back arthritis and headache.(B)(6) 2018:pelvic ultrasound:indication: pelvic pain other findings: normal bilateral follicular cysts. Concomitant products included acetylsalicylic acid (aspirin), alprazolam, butalbital, caffeine, ergocalciferol, ferrous fumarate and hydrocodone. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (had surgery to remove essure). Essure was removed. At the time of the report, the perforation, device dislocation, abdominal pain, bladder disorder, gastrointestinal disorder and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, gastrointestinal disorder, hormone level abnormal and perforation to be related to essure. The reporter commented: the plaintiff received treatment for pelvic pain, abdominal pain, bladder problems, gi conditions, hormonal changes discrepancy noted in date of essure confirmation test- (B)(6) 2015 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received : product indication updated. Events added- abdominal pain, bladder disorder, gastrointestinal disorder, hormone level abnormal. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') and device dislocation ('migration of implant') in a 36-year-old female patient who had essure (batch no. B9173b- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, chronic back pain, degenerative disc disease, back arthritis, headache, depression, gastrooesophageal reflux, chronic iron deficiency anemia and vitamin d deficiency. (B)(6) 2018:pelvic ultrasound:indication: pelvic pain. Other findings: normal bilateral follicular cysts. Concomitant products included acetylsalicylic acid (aspirin), alprazolam, butalbital, caffeine, duloxetine, ergocalciferol, ferrous fumarate, hydrocodone, solifenacin succinate (vesicare) and trazodone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain ("pain"), bladder disorder ("bladder or urinary problems or changes-stress and urge urinary incontinence") and diarrhoea ("gastrointestinal disorder-loose stools"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), mood altered ("hormonal changes describe: moodiness,"), urinary incontinence ("urinary incontinence"), micturition urgency ("urgency") and abdominal pain lower ("llq pain"). The patient was treated with surgery (had surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, pelvic pain, abdominal pain, bladder disorder, diarrhoea, mood altered, urinary incontinence, micturition urgency and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device dislocation, diarrhoea, micturition urgency, mood altered, pelvic pain, perforation and urinary incontinence to be related to essure. The reporter commented: the plaintiff received treatment for pelvic pain, abdominal pain, bladder problems, gi conditions, hormonal changes discrepancy noted in date of essure confirmation test- (B)(6) 2015 discrepancy noted in date of insertion - (B)(6) 2015 discrepancy on removal in current pfs : not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received : event added- moodiness,loose stools, urgency, urinary incontinence, llq pain. Patient demographics and height added, medical history and concomitant drug added and discrepancy noted rcc updated. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') and device dislocation ('migration of implant') in a 36-year-old female patient who had essure (batch no. B9173b- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, chronic back pain, degenerative disc disease, back arthritis, headache, depression, gastrooesophageal reflux, chronic iron deficiency anemia and vitamin d deficiency. (B)(6) 2018:pelvic ultrasound:indication: pelvic pain . Other findings: normal bilateral follicular cysts. Concomitant products included acetylsalicylic acid (aspirin), alprazolam, butalbital, caffeine, duloxetine, ergocalciferol, ferrous fumarate, hydrocodone, solifenacin succinate (vesicare) and trazodone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain ("pain"), mixed incontinence ("bladder or urinary problems or changes-stress and urge urinary incontinence") and diarrhoea ("gastrointestinal disorder-loose stools"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), mood altered ("hormonal changes describe: moodiness,"), urinary incontinence ("urinary incontinence"), micturition urgency ("urgency") and abdominal pain lower ("llq pain"). The patient was treated with surgery (had surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, pelvic pain, abdominal pain, mixed incontinence, diarrhoea, mood altered, urinary incontinence, micturition urgency and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, diarrhoea, micturition urgency, mixed incontinence, mood altered, pelvic pain, perforation and urinary incontinence to be related to essure. The reporter commented: the plaintiff received treatment for pelvic pain, abdominal pain, bladder problems, gi conditions, hormonal changes discrepancy noted in date of essure confirmation test (B)(6) 2015. Discrepancy noted in date of insertion (B)(6) 2015. Discrepancy on removal in current pfs : not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion. Lot number reported (b9173b) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (had surgery to remove essure). Essure was removed. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: patient need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.